Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 2.5 months after the dental implant was placed in ada site 9 in the mouth, the implant did not achieve primary stability or osseointegration. Clinician reports the patient is a smoker. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 2.5 months after the dental implant was placed in (B)(6) site 9 in the mouth, the implant did not achieve primary stability or osseointegration. Clinician reports the patient is a smoker. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4)